Event description:
Philips received a complaint on the v60 ventilator indicating that there was a blower motor failure. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. A proposal for onsite service was provided to the customer and was accepted. This investigation is ongoing.

Manufacturer narrative:
The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. On 16jul2025, a field service engineer (fse) went to the customer site and replaced the blower assembly to resolve the issue. Following the part replacement, the fse completed a performance verification test (pvt). The device was returned to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.